Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000333704, 3000332894, and 3000332763 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 hole in c-ring was incomplete and they were unable to use an endoloop to ligate the proximal end of the saphenous vein. Harvester used the stab and grab method to ligate the proximal and distal ends of the saphenous vein. A single incision was made for the stab and grab. The original method of proximal ligation did not require an incision to be made. No delay except to change to different method of distal and proximal ligation method. Same kit used to complete the procedure. No patient injury report.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 hole in c-ring was incomplete and they were unable to use an endoloop to ligate the proximal end of the saphenous vein. Harvester used the stab and grab method to ligate the proximal and distal ends of the saphenous vein. No delay except to change to different method of distal and proximal ligation method. Same kit used to complete the procedure. No patient injury report.